Event description:
This report to is advise of an event observed during analysis.

Manufacturer narrative:
Conclusion: failure event observed during analysis. Final analysis found an insulation abrasion at 54.4 cm to 54.8 cm from the connector end which exposed the outer coil. Initial reporter: reliability laboratory technician. Report source: st. Jude medical (B)(4) reliability laboratory.